Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Following the placement of an impella 5.5 pump, a clot was noted on the device. As a result of the biomaterial, the decision was made to explant the pump. The patient was stable following the event.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation of the provided information, it was advised that the patient condition caused or contributed to the noted event. Should additional relevant information become available, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.